Event description:
In 2007, a male was implanted with a gore propaten vascular graft in an a-v access procedure from the brachial artery to the basilic vein. On the following month, the patient presented with severe thrombosis and a new a-v graft was implanted.